Event description:
On (B)(6) 2012, the lay user/patient's son contacted lifescan (lfs) alleging that his father's onetouch ultra2 meter was reading inaccurately. The medical surveillance specialist (mss) spoke with the lay user/patient on (B)(4) 2012, and obtained the following information: the patient tests twice between two to three times a day and manages his diabetes with 20 units of lantus in the morning and evening. When the patient's blood glucose is over "141mg/dl," the patient will administer 2 units; however, if his blood glucose is below "140mg/dl" he does not administer the apidra. The date when the alleged issue occurred is not clear. The patient corrected and clarified that at approximately 9:30am he had obtained a blood glucose reading of "300mg/dl" with the subject meter; a result the patient considered was unusually high for a morning reading. In response to the result, the patient indicated he administered 12 units of apidra (typical dosage for a result in the 300's) and 20 units of lantus. Approximately 10:43am that day, the patient clarified he developed symptoms of low blood glucose (specifying weakness, confusion, and sweating) and at the onset of his symptoms, the patient confirmed he obtained blood glucose readings of "186 and 172mg/dl" with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results do not exceed the expected value of <= 20% and/or <= 20 mg/dl. The patient denied taking any action in response to the readings. The patient indicated his wife brought him to the emergency room (ER) soon after. While in the ER he had obtained a reading of "50mg/dl" with the ER's meter and was treated with food and drink. The patient indicated he was hospitalized overnight for observation and did not have the subject meter with while in the hospital.at the time of troubleshooting, the csr verified the correct unit of measurement on the subject meter and noted that the blood glucose results were from the approved (per owner's manual) sample site. Replacement products were sent to the patient. The products involved with this compliant have been returned and evaluated by product analysis respectively on (B)(4) 2012 with the following findings: the meter and test strips both passed testing with no faults found. The primary complaint was not confirmed. This complaint is being reported because the patient claims he obtained an inaccurate high reading ("300mg/dl") on the subject meter, administered treatment based on the alleged result, reportedly developed symptoms suggestive of severe hypoglycemia, and was allegedly hospitalized after the reported meter issue began.